Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this left ventricular lead exhibited impedance measurements greater than 2000 ohms, loss of capture, and no sensing. The patient reported shortness of breath and being able to flip the device in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.